Event description:
The user facility reported that the 6fr angio-seal would not enter the arteriotomy. A 6fr sheath was used prior to placement of the angio-seal. An angio-seal wire was used. A 6fr sheath was placed over the wire after two different angio-seal devices were attempted. The patient had a clean stick and zero issues with regular sheath entry. The estimated blood loss was less than 250cc. The patient was stable, and the procedure outcome was successful. Additional information was received on 13 apr 2023: two angio-seal devices were attempted to be used on the patient. The procedure was heart catheterization. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. Hemostasis was achieved by manual compression. There was an angio-seal wire, pinnacle sheath and a table j wire that were used with the angio-seal device.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. E3: occupation: registered technologist. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed as the sample was not available for evaluation. An exact root cause for the issue was unable to be determined. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).